Manufacturer narrative:
H3 analysis of the returned recharger revealed a firmware corruption. Bench test fail trs80003_read_fw_ver string parse, the search string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. The symptoms are a known issue due to firmware bug, which is related to the complaint about "defective recharger, would not connect". "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the recharger would not connect and showed blinking green lights. Would not respond to 30 second reset which was tried multiple times. Lights would continue to blink even while docked. The recharger was replaced, no patient was involved.